Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Issue with generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast implant surgery procedure with mentor medical devices (sal smooth rnd diap 375cc date of implant (B)(6) 2006 ) has experienced breast pain patient also reported unexplained systemic symptoms, which included but not limited to brain fog, anxiety, panic attacks , depression, numbness.. Cold extreme, slow muscle recovery, pain on neck, shoulder joint. Frequent urination, migraine, fever, heat intolerance, slow to heal, metal taste, coughing, insomnia, lack of concentration.. Chills.. Exercise intolerance.. Extreme fatigue.. Excessive thirst.. Dry mouth, disorientation.. Soreness on breast, weakness. Nauseous vomiting, anemia, vertigo. Memory loss.. Pain on entire body, dry eyes, dry mouth , hair loss. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.